Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e170 analyzer. The customer stated they had two human samples with results that had problems. The customer only provided the data that follows. The first result was 0.1 and after the same sample was repeated the result was 60.5. The units of measure were not provided. It is unknown which results were reported outside the laboratory or if there were any adverse events. Clarification has been requested. The hcgb reagent lot number was 00167584 and the expiration date was 07/30/2013.

Manufacturer narrative:
The customer did not provide details to investigate this event. No root cause could be determined. Based on the customer's statement the calibration and quality control data were ok, so there was no reagent issue obvious.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).